Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) showed an end of service (eos) status since on (B)(6) 2024, in carelink, and there was an early recommended replacement time (rrt) for the device. The icm was initially implanted on (B)(6) 2024. The device remains implanted. No patient complications have been reported as a result of this event.

Event description:
During an internal review of data, it was identified that the implantable cardiac monitor (icm) depleted prematurely.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis of the hybrid revealed the device was confirmed to be at an end of service (eos) condition with a severely depleted battery that resulted in no telemetry. No hybrid current drain anomalies were observed that would account for the battery depletion. Analysis of the battery revealed a very tiny speckles of cathode material was found near the ft pin. Leakage current was measured between the feedthrough (ft) pin, and the case cover with and without the headspace was measured to be 20 na and 2.3 na respectively. This suggests that there is no additional leakage current between the ft pin and case cover leading to premature battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardiac monitor (icm) was explanted and replaced.